Event description:
It was reported that during the procedure it was not possible to disconnect the temporary lead extension from the lead. A procedure in which surgical dissection of the lead extension was performed. It was additionally reported that due to the extended trial period, between the initial trial implant and the implantable pulse generator (ipg), a lot of fibrosis tissue developed around the electrode and extension bodies. It is not known why there was over a month between the implant dates. During the procedure it was discovered that the lead extension migrated, the physician used force to pull the lead extension causing it to break and leaving the prominent end of the lead extension implanted. Due to the force used by the physician to pull the lead extension out two contacts became dislodged and were left in the patients' body. A new lead extension was implanted and the patient has stimulation covering the pain areas and is doing well post operatively. It was additionally reported that the facility inadvertently provided the wrong device, unrelated to the spinal cord stimulator (scs), for analysis, therefore device analysis of the device associated with this issue can not be performed.

Event description:
It was reported that during the procedure it was not possible disconnect the temporary lead extension from the lead. A procedure in which surgical dissection of the lead extension was performed. It was additionally reported that due to the extended trial period, between the initial trial implant and the implantable pulse generator (ipg), a lot of fibrosis tissue developed around the electrode and extension bodies. It is not known why there was over a month between the implant dates. During the procedure it was discovered that the lead extension migrated, the physician used force to pull the lead extension causing it to break and leaving the prominent end of the lead extension implanted. Due to the force used by the physician to pull the lead extension out two contacts became dislodged and were left in the patient's body. A new lead extension was implanted and the patient has stimulation covering the pain areas and is doing well post operatively.

Event description:
It was reported that during the procedure it was not possible disconnect the temporary lead extension from the lead. A procedure in which surgical dissection of the lead extension was performed.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.